Event description:
Same case as MDR ID # 2134265-2013-06013 and 2134265-2013-06016. It was reported that during a percutaneous coronary intervention (pci), pullback failure occurred. The target lesion was located at an unspecified coronary vessel. The physician attempted pullback, but then it stopped halfway in the procedure and no image appeared on the monitor. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacture: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).